Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that an unknown healing abutment would not seat onto a zimmer implant. Notes from the oral surgeon stated "the problem is that the healing abutment does not screw out and it hits resistance when I tried to screw it in. It is my opinion and the opinion of the techs at the implant company that tissue has grown around the loose implant screw. D10:imp,tsv,3.7,11.5,mtx,mg item #: tsvtb11 lot #: unknown therapy date: unknown, g4: 24 apr 2019, g7: follow up. The reported abutment was not received for evaluation. The reported "unknown healing abutment would not seat onto a zimmer implant" was not confirmed. A device history record (DHR) could not be performed as the reported device lot is unknown. A complaint history review could not be performed as the reported device item and lot are unknown. A definitive root cause could not be determined. Healing abutments are used as a healing cap on the head of the implant to guide the gum tissue to heal correctly. Based on the investigation and risk review, the most likely cause for the reported event is, as described by the customer, a noted abundance of tissue ingrowth in the implant drive feature, leading to an inability to seat restorative elements. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an unknown healing abutment would not seat onto a zimmer implant. Notes from the oral surgeon stated "the problem is that the healing abutment does not screw out and it hits resistance when I tried to screw it in. It is my opinion and the opinion of the techs at the implant company that tissue has grown around the loose implant screw.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown healing abutment would not seat onto a zimmer implant.